Manufacturer narrative:
Bayer service replaced the power supply and confirmed system functionality. Bayer product analysis received and examined the returned power supply. Visual examination confirmed damage consistent with a typical electronic fault. The power supply is centrally located within a metal electronic chassis of the base unit of the stellant injector and is well isolated from the patient and user. Therefore, there is no injury or property damage risk were the fault to recur.

Event description:
The following information was received from a bayer representative: a customer reported that smoke was seen coming from the base unit of the medrad® stellant CT injection system. The customer powered down the system and removed the base from the CT suite. No injury or adverse event was reported.